Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr found that there was a loose connection on the unit that was causing the problem. A performance check was completed to test the alarms. The unit passed the test and will be place back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator has no audible alarms yet the led (light-emitting diode ) indicator lights up. The customer confirmed that there was no patient involvement associated with the reported event.